Manufacturer narrative:
This report concludes case investigation. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead was taken out of service via surgical abandonment, due to a possible lead fracture as high impedances had been observed. Another lead was implanted in the absence of further adverse effects.